Event description:
Patient had a spell of dizziness and palpitations 5 months post implantation of a cardioseal to close his pfo. Patient was admitted to fairview ridges hospital for two days in 2004. During this time, a series of tests were completed, no specific diagnosis was made.

Manufacturer narrative:
The hospital charts from the patient's admission showed no evidence of thrombus. The patient returned for follow-up one year post implantation of the cardioseal. The patient was fine and doing well. The cardioseal is still implanted. He reports no new problems. Based on the report and the information provided by the hospital, it is unclear what the source of the palpitations and dizziness may have been. The root cause of this complaint was not identified. The lot history record for the device was reviewed no deviations were noted.